Event description:
A leveen superslim electrode was being used for therapeutic ablation of hcc in the liver in 2005. A 14g 90mm needle was advanced to the surface of the liver. The cannula was inserted into the needle and deployed. The ablation was stopped at 150w for 12 minutes. A burn of 1mm circumference and 2-3 degrees was noted at the puncture region after removal. Burn treatment was performed by a dermatologist. The insulation was peeled off at the needle by respiratory movement. The procedure was completed with another unit.